Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with parkinson's disease experienced a sudden cessation of deep brain stimulation therapy from an implantable neurostimulator. The patient became emotional, crying, and was upset, making communication difficult. The patient described therapy turning off and on for the right side of the body and was unable to adjust the therapy. The smart programmer displayed service code 2098, indicating the neurostimulator was providing less than the requested therapy. The device was not connecting or unable to turn on, and the patient reported being unable to function or move when therapy was off. Device impedance testing revealed all impedances were elevated, with monopolar measurements showing 0 > 5000 ohms and 3 ~2500 ohms, and bipolar connections with 0 > 10,000 ohms. The patient had recently gone skydiving against healthcare provider advice, but reported the device had been working fine until the day of the event. The patient was redirected to their healthcare provider for further evaluation.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the cause of patients implantable neurostimulator not working was due to skydiving, it was reported that device stopped worked the same week as skydiving. Manufacturing representative reported that it was attempted to reprogram the implant, only one contact had normal impedances and that did not provide symptom relief for the patient. Patient is scheduled for a revision on (B)(6) 2025. Additional information was received from the manufacturing representative (rep). Rep reported that left extension was replaced and all impedances were with normal limits and therapy was working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.